Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis, gangrene, and subsequently passed away. The cause of death was reported to be ¿body was shutting down, started off as infection/gangrene that paralyzed the patient and moved to the brain¿. Five days prior to death, the pt was hospitalized for another indication. While hospitalized, the pt experienced peritonitis that reportedly ¿worsened¿. The peritonitis was manifested by cloudy yellow effluent. On an unreported date, the pt was treated with unspecified antibiotics. It was also reported that the pt experienced gangrene in the abdomen and vaginal area. One day prior to death, pd therapy was discontinued. It was not reported whether the pt recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. A review of the device history record was performed which did not reveal any issues related to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem of patient passing away as the device was no longer in its original manufactured condition. Should additional relevant information become available, a supplemental report will be submitted.